Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated that the device startup failed and an alarm occurred. Symptoms could not be reproduced. Numerous "software performance error" codes were found in the internal log. Since the software was suspected to be the cause, the software (d.00) was reloaded (overwritten). After that, the system was started up a dozen times, and the above error code was not found in the log. An operation check was performed using the inspection record sheet based on the service manual, and the results were satisfactory. Device was currently in operational condition.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before repair, cardiosave intra-aortic balloon pump (iabp) failed startup and an alarm occurred. There was no patient involvement.